Event description:
Device #2 issue: failure to achieve hemostasis. Adverse event: surgery. Onset of adverse event: evening of procedure. It was reported that a physician trained in the use of the proglide closure device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, two proglides were used to close an 8f puncture and at the time of use, appeared to achieve hemostasis; however, the night of the procedure, the patient was taken to surgery due to bleeding.

Manufacturer narrative:
(B)(4). (B)(4). Device #1: the perclose proglide (part# 12673-05, lot# 88024-6h), is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.